Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast asymmetry. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a 700cc mentor smooth round moderate plus profile saline breast prosthesis and experienced breast asymmetry on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the country code in section e1 was added in the incorrect field. The country code of "USA" has been added in the correct field of initial reporter country code field in section e1. Manufacturer¿s reference number: (B)(4). On (B)(6) 2022, mentor became aware that the country code in section e1 was added in the incorrect field. The country code of "USA" has been added in the correct field of initial reporter country code field in section e1.

Manufacturer narrative:
On june 22, 2022, additional information was received stating that the mentor failure analysis lab received the device for evaluation on june 09, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 01, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpps dv 700cc breast implant was found to have a tear on the posterior view between the union of the shell and patch. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).